Manufacturer narrative:
Product event: (B)(4) patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the surgeon was targeting the maker with the intact wand to remove the lesion and reported the wire on the device fractured; however, remained attached. This issue occurred a second time with an additional wand.